Manufacturer narrative:
E1 initial reporter phone number- (B)(6) . Date of event is estimated.

Event description:
It was reported that patients leads have high impedances, patients' extensions were fractured. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein extensions were explanted and replaced to address the issue.

Manufacturer narrative:
The report of ¿damage¿ and ¿high¿ impedance was confirmed. Analysis of extension b found damage as described in the event details near the terminal end. Continuity check from contacts to corresponding bare wires found 4 opens. The root cause of the damage/fractures is unknown as there were no reports of any trauma, falls, or accidents prior to the reported event.